Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the care giver (cg) noticed one of the bags became disconnected. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 2 of 5. The care giver (cg) noticed one of the bags became disconnected. The technical service representative (tsr) advised the home patient (hp) to close all the clamps to the bags, patient line and transfer set then cycle power. A system error 2367 occurred. The tsr advised the hp to press go to start and then open the cassette door at load the set. The tsr advised the hp to discard the current supplies and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with a home patient (hp) on (B)(6) 2012 regarding a system error 2240. The hp didn't remember what resolved the alarm. The supplies did not look any different than usual. The supplies were unavailable. The lot number was unavailable. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.